Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 41 insulin shaft rewind error recurred immediately after multiple restarts, consistent with an insulin delivery malfunction and absolute range error; the user transitioned to alternative therapy and was instructed on shutdown, return logistics, and data handling. Symptoms included no reported injury, hypoglycemia, hyperglycemia, or hospitalization. Outcomes included temporary interruption of automated insulin delivery and reliance on alternative therapy until a replacement was provided. Investigation included troubleshooting with guided restarts, data synchronization guidance, and return and receipt of the device for assessment. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.